Event description:
The patient reported uncomfortable sensation across her face and in her arms and legs. The physician noted that the symptoms were not related to stimulation. This system was implanted by the surgeon for an off-label indication. The patient decided to explant the system